Event description:
The device was used during an unspecified procedure. Reportedly, the staples did not form properly. The surgeon resected the tissue at the application site and manually sutured to complete the procedure. The hospital has reported no patient injury.